Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were offline and unable to issue items. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen displayed drawers were offline message. A technical support specialist was informed by the customer over the phone that the screen had gone black. Then, the technical support specialist guided the customer to turn the all in one (aio) back on using the power button. Upon checking the populate buttons screen, there were no failed drawers, and the customer confirmed that they were able to log in and resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.